Event description:
It was reported by the customer's daughter that the customer is deceased. Customer's date of death was (B)(6) 2014. Customer passed away at home and her heart stopped in her sleep. Customer took blood pressure medicine. Customer had complained about reflux from eating pizza the day before. Customer also had a stroke many years ago in the past, but nothing recent. Customer's last recorded blood glucose level was 168 mg/dl. Customer was wearing the pump at the time of death. Caller is unable to upload pump because they do not have the pump with them. Caller wants the doctor to look at the pump first before she decides to return the pump. Caller was not hippa verified and would need to send in a death certificate or power of attorney. Caller advised that she is the power of attorney for the customer. Caller will fax in power of attorney and give ample time for a call back. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.